Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening on posterior side assessed as fold flaw opening. Additional observations: wear abrasion is observed. Creases are observed. Stress marks are observed assessed as non-penetrating nick.

Event description:
Healthcare professional reported left side rupture confirmed with MRI. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, d.6b, h.6.

Event description:
Healthcare professional reported left side rupture confirmed with MRI. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.